Event description:
It was reported by the hcp that the interstim system was removed due to an infection of the incisional wound site with pocket erosion. No further information has been made available.